Event description:
Allegedly, patient was revised due cup had become loosened. Additional information added on 10/07/2020: the patient had a previous revision that was captured under incident number: (B)(4). Additional information received on 10/13/2020 from (B)(6): adding partial product information and updating incident description. Allegedly, patient was revised due cup had become loosened, patient continues suffering pain, adverse local tissue reaction and femoral head corrosion.